Event description:
It was reported that during the implant attempt the lead tip got caught near the sheath exit and the helix would not advance or retract. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared to have been damaged at implant. It was visually notes the helix was stretched and bent and did not retract fully into the sleeve head. It appeared to be damaged at implant.